Event description:
It was reported that the patient's catheter had been revised once previously.

Manufacturer narrative:
Product ID 8590-1, lot# n316580, implanted: 2012-(B)(6), product type accessory product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).